Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26 component code: g03001 d8. Was this device serviced by a third party? No the customer replaced the ict module and the field service representative (fsr) performed a site visit and inspected the instrument. The fsr performed extensive troubleshooting and replaced the ict preamp cable to resolve the issue. No additional discrepant patients have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant ict results on the alinity c processing module. An initial chloride result of 120 mmol/l retested at 104 mmol/l (no sample ID provided). Elevated potassium results of 8.27 mmol/l (sample ID (B)(4)) and 10.0 mmol/l (sample ID (B)(4)) were also generated. No repeat results were provided. No adverse impact to patient management was reported.